Manufacturer narrative:
A ge representative evaluated the system and reseated the sram pcb. System operates as intended.

Event description:
Customer reported the system will boot up but will not function. No patient injury was reported.